Event description:
It has been reported to philips that the system was blocked and imaging was not possible. The device was not in clinical use at the time of the reported event. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that ¿crashes - system was blocked and imaging was not possible¿. Review of the log file showed malfunction of ip-pc. Fse replaced the ip-pc. After replacing the ip-pc, the system was returned to good working condition.the codes were updated based on the investigation outcome.